Manufacturer narrative:
Previously reported by the manufacturer: this notification was opened for review due to a malfunction of the device's active exhalation control module that was identified during evaluation. During the pre-testing process of fco81, the trilogy ev300 failed active exhalation during system setup test. The service technician determined the issue was caused by the solenoid valve and proportional valve and recommend that the parts be replaced to address the issue. Device passes system setup test and complete preventive maintenance testing. Follow-up repair to be handled by philips asp carrot. The suspected parts will be further investigated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/ linv: the trilogy evo solenoid valve was sent to the philips product investigation lab (pil) for further investigation of the allegation of an active exhalation test failure and the allegation was confirmed. Pil confirms the component failed at the pre-test but passed at the post test and suspects that internal contamination caused the failure of the solenoid valve. The trilogy evo solenoid valve has been scrapped. Box h problem code and conclusion coded were updated.

Event description:
This notification was opened for review due to a malfunction of the device's active exhalation control module that was identified during evaluation. During the pre-testing process of fco81, the trilogy ev300 failed active exhalation during system setup test. The service technician determined the issue was caused by the solenoid valve and proportional valve and recommend that the parts be replaced to address the issue. Device passes system setup test and complete preventive maintenance testing. Follow-up repair to be handled by philips asp carrot. The suspected parts will be further investigated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.